Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer has been experiencing elevated blood glucose (bg) levels the past few days (372-386 mg/dl). The customer stated they believed the pump is the cause of the elevated bg levels. A bolus via a different pump was delivered to address bg level. The customer declined to perform troubleshooting with tandem technical support. Reportedly the customer has a backup pump as alternate insulin therapy until the replacement pump is received.